Event description:
Customer reported the PICC line was leaking from the junction of the clear tubing and the pink luer hub. Early in the morning it was functioning appropriately for a lab draw, but on assessment prior to use for an infusion, it was noted to leak. The line had been placed on (B)(6) 2023. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-l catheter for analysis. Definite signs of use were observed on the catheter body and within the extension lines. Visual analysis revealed one hole on the distal extension line directly adjacent to the luer hub. The remainder of the extension line was secure within the luer hub. The distal end of the catheter body also appeared to be intentionally severed. No other defects or anomalies were identified. The overall length of the catheter measured 16 1/4" which is not within the specification limits of 22 6/8" - 23" per the catheter product drawing. This indicates that at least 6.5" was not returned for analysis. The distal extension line outer diameter measured 0.09515" which is within the specification limits of 0.093" - 0.097" per the extension line product drawing. The distal extension line inner diameter measured 0.057" which is within the specification limits of 0.055" - 0.059" per the extension line product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both extension lines were attached to a lab inventory syringe and flushed. The proximal extension line flushed as intended, but water was seen leaking out of the hole in the distal extension line. A manual tug test confirmed that both extension lines were secure within their luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of an extension line leak was confirmed through investigation of the returned sample. A hole was found in the distal extension line directly adjacent to the luer hub. The catheter passed all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The type of damage observed is consistent with a manufacturing issue in the PICC lines, therefore, manufacturing likely caused or contribute to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported the PICC line was leaking from the junction of the clear tubing and the pink luer hub. Early in the morning it was functioning appropriately for a lab draw, but on assessment prior to use for an infusion, it was noted to leak. The line had been placed on (B)(6) 2023. No patient harm was reported. The patient's condition is reported as fine.